Event description:
Customer reported that they could not get the catheter down the channel of the scope. Olympus received the used products, visual inspection performed and identified deep kink in the mid section of the catheter and also dried powder mix with biomaterial inside. The catheter was then inserted into the test endoscope's biopsy channel. Observed that the tubing was able to go in smoothly without any problem. Based on the evalutation findings, the reporte complaint was not confirmed.